Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during use while the patient was not connected. The patient stated they had a few instances where the cassette door area leaked. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. Product surveillance contacted the patient. The patient stated that when the supplies were removed, they did not see anywhere on the cassette or tubing where the leak could have occurred. The patient stated that the fluid could have been from over priming the patient line, but the patient was not certain. Product surveillance advised the patient to contact baxter at the time of setup to go over priming procedures to make sure the setup was correct. There was no patient injury or medical intervention associated with this event. No additional information is available.